Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis results found that the atb35 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Although no conclusion could be reached as to how the event occurred, it is possible that while manipulating the devices away from the tissue, the most distal part of the cartridge encountered an upward force either from contact with another device or an organ resulting in the cartridge to partially disengaging from the channel. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic assisted laparoscopic prostatectomy procedure, the first firing of the device was fine and there were no issues. They opened the device and went to remove the cartridge and found it was dislodged. It was retrieved. The staple line was inspected and it was okay. The procedure was completed without impact to the patient. The device is being retained with risk management.